Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet and treated lows with oral glucose, including a prolonged low after a dinner bolus that reached a blood glucose of 39 and took close to an hour to correct, leading to fear and reported overcorrection. Symptoms included low blood glucose with associated feeling faint and fear. Outcomes included urgent low and low-glucose events that prompted troubleshooting and user education. Investigation included troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed no device malfunction reported and an unclear cause for the hypoglycemia events. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.